Event description:
The device was used during a gastrectomy procedure. Reportedly, the staple line did not hold. The surgeon performed a re-operation 24 hours later and used another intrument to complete the procedure. The hosp has reported the pt's condition as satisfactory.